Manufacturer narrative:
The device was received. Occupation: synthes sales rep. The investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of loaner set fe36154, it was observed that holding sleeve for stardrive was found to be missing a component. There was no known patient or hospital involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: added codes. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the holding sleeve for stardrive screwdriver shaft t8 (p/n 314.468 lot 4920129) was received with the coil spring (e1047) missing. The device cannot function as intended with the missing coil spring component. No other issues were identified with the returned components of the device. Document/specification review: drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the holding sleeve for stardrive screwdriver shaft t8 (p/n 314.468 lot 4920129) as the coil spring (e1047) was missing. No definitive root cause could be determined. It is possible that the component was misplaced during reprocessing as the device can be disassembled. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history: part #: 314.468. Synthes lot number: 4920129. Release to warehouse date: 02-feb-2005. Manufacturing site: synthes brandywine. No ncr¿s were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.